Manufacturer narrative:
Product not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined.review of complaint history found no additional similar complaints for this item. Deviation history could not be reviewed as no lot number is available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2009. Subsequently, patient experienced polymyalgia rheumatic, arthroscopy of left knee, right total knee replacement, and varicose veins removed because of aggravation by the partial knee arthroplasty, veins were medial to the knee. No further information has been provided.